Event description:
The patient sustained a deep partial thickness burn of ~1.5 cm, which resulted in a visible depressed scar. The incident occurred during a device demonstration for which the patient volunteered as a model. The incident is under investigation to identify the device serial number and operator.

Event description:
This is a follow-up to the initial emdr filed on august 30, 2024. As initially reported, the patient sustained a deep partial thickness burn of ~1.5 cm, which resulted in a visible depressed scar. The incident occurred during a device demonstration for which the patient volunteered as a model. At the time of the initial emdr, the incident was under investigation to identify the device serial number and operator. Since that time, no additional information has been provided by the initial reporter, so we are unable to conclusively identify the root cause of the incident.